Event description:
It was further reported that during the index procedure, the 90% stenosed de novo target lesion was 3.0mm in diameter and 32mm long located in the mid left anterior descending(lad). The lesion was treated with predilation and placement of a 3.0x32mm taxus express2 stent. Post dilation was performed. Residual stenosis was 0% with timi 3 flow noted. The patient was discharged 12 days later on plavix and bayaspirin.

Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, restenosis occurred. The target lesion being treated was located in the mid left anterior descending (lad). The lesion was 100% stenosed, 3.0mm in diameter and 33mm long. A target vessel re-intervention was performed with ballooning and placement of a non-bsc stent. Residual stenosis was 0%. In (B)(6) 2010, a two year follow-up was performed. No angina pectoris was confirmed. No patient complications were reported and the patient's status is recovered.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).